Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that the turbine diff pressure transducer fails calibration at 60. An order has been placed and will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was having a transducer fault alarm during operational verification procedure (ovp). The customer confirmed that there was no patient associated with the reported event.